Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the system hard drive. The system operates as intended.

Event description:
It was reported that the 9800 system did not boot. No patient injury was reported.